Manufacturer narrative:
It was reported that revision surgery of a polarstem (75100463) was performed due to periprosthetic fracture of the lesser trochanter after the patient fell. The device used in treatment was not returned for investigation. To date no medical records have been received. Without any supporting medical documentation, the reported event could not be assessed, and a thorough medical assessment could not be performed. A review of the batch record revealed no deviations from the standard manufacturing process. A review of the complaint history revealed no additional complaint reported for a similar issue for the in scope device. The IFU (lit. No. 12.23 ed. 05/16) identifies bone fracture as a known possible side effect resulting from a total hip arthroplasty. However, there is no indication that the device failed to match specification at the time of manufacturing. The associated risk is covered in the risk analysis and considered low. Based on the information available, the fracture is considered to be the result of the reported fall. There is therefore no product defect assumable. Smith + nephew will continue to monitor this device for similar issues. The complaint will be reopened should the complained device or additional information be received.

Event description:
It was reported that a revision surgery was performed. Patient fell over and fractured her femur. Fracture extended down the lesser trochanter. Polar stem and head were removed and 2 cables inserted to repair fracture and redapt stem inserted.